Manufacturer narrative:
(B)(4). Batch # r94g2z. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was being actuated in several occasions. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. In addition, 2 clips were found inside clip track. No conclusion could be reached as to what may have caused the reporting incident. A manufacturing record evaluation was performed for the finished device lot r40z67 number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r94g2z number, and no non-conformances were identified.

Event description:
It was reported that during surgery, could not close the clip. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.